Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient experienced a skin reaction characterized by itching, rash, redness, inflammation, and the appearance of pimples at the needle puncture site. These symptoms began on the same day the sensor was inserted into the arm. On (B)(6) 2025, the patient consulted a physician, who prescribed doxycycline monohydrate 100 mg, to be taken twice daily. The physician advised the patient to leave the wire in place, suggesting that the body might gradually expel it on its own. At the time of this report, the patient is reported to be in stable condition. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).